Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. Groin access was obtained and the was sheath with versacross connect was advanced into the right atrium where transeptal access was obtained. Heparin was administrated by anesthesia. A laa angiogram was taken with the pigtail catheter and was sheath was positioned in the appendage. After removal of the pigtail catheter, the physician aspirated from the was sheath for activated clotting time (act). The closure device was chosen and prepared, no bleed back was noted from hemostatic valve and no clot was observed on transesophageal echocardiography (tee). The physician removed the was sheath and exchanged for a new was sheath; a clot was observed attached to the tip of the first was sheath outside of the patient body. The act result was 158 seconds at this time. The new was sheath was inserted, and an additional bolus of heparin was administrated by the implanting physician through the was sheath. The closure device was successfully implanted without issue and subsequent act of 383 seconds was measured. The patient is expected to fully recover.

Manufacturer narrative:
H6: device code corrected from a24 to a04.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. Groin access was obtained and the was sheath with versacross connect was advanced into the right atrium where transeptal access was obtained. Heparin was administrated by anesthesia. A laa angiogram was taken with the pigtail catheter and was sheath was positioned in the appendage. After removal of the pigtail catheter, the physician aspirated from the was sheath for activated clotting time (act). The closure device was chosen and prepared, no bleed back was noted from hemostatic valve and no clot was observed on transesophageal echocardiography (tee). The physician removed the was sheath and exchanged for a new was sheath; a clot was observed attached to the tip of the first was sheath outside of the patient body. The act result was 158 seconds at this time. The new was sheath was inserted, and an additional bolus of heparin was administrated by the implanting physician through the was sheath. The closure device was successfully implanted without issue and subsequent act of 383 seconds was measured. The patient is expected to fully recover.